Event description:
It was reported, the stretcher was lowering down by itself on the head-end side. There was no pt involvement or adverse consequences.

Manufacturer narrative:
A hospital tech evaluated the unit.